Event description:
Boston scientific crm received information that this pacemaker exhibited a longevity estimate of 2.5 years remaining and magnet rate 100 ppm on (B)(6) 2009. The device declared elective replacement indicator (eri) on (B)(6) 2010. Technical services (ts) performed a longevity calculation which estimated 8.3 years remaining (with the accelerometer feature enabled). The device has been in service for 7.2 years to date, and has not exceeded the longevity estimate, suggesting possible premature battery depletion. Ts recommended the device be returned for analysis following explant. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.